Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis. Visual inspection found that the lcd screen was scratched and was replaced. No issues were found with the device continuously beeping.

Event description:
Information was received indicating that the cadd legacy 1 pump had a bad lens and is continuously alarming. There were no adverse events reported.